Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation, the field representative discovered a lead safety switch (lss) alert due to out-of-range impedance on the right atrial (ra) lead of the pacemaker system. The impedance was within the normal range while in the unipolar configuration. However, during testing, the high out-of-range pace impedance was able to be reproduced in the bipolar configuration when the patient reached across their chest. The resulting impedance measurement was greater than 2,000 ohms. It was suspected that the ra lead had fractured. The physician elected to reprogram the device; however, the patient does not want their device reprogrammed at this time. This product remains in service. No adverse patient effects were reported.